Event description:
It was reported the system intermittently lock up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board, generator interface board, and the interconnect cable need to be replaced. The customer to have third party repair the system.